Event description:
There was a malfunction of the hand control of a vally lab bovie. The bovie tip remained hot when it was not activated (when the button on the hand control was released.) The settings were: 40 cut/40 coag coagulation. The patient received a 1/2 cm burn on the right anterior thigh. The degree of the burn is not known. Device usage prolbem: device malfunction-that is, the device did not what it was supposed to do.